Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no deviations or non-conformances were found. No sample was returned to argon for review. However, images were provided by the customer. The image confirms that the guidewire is broken. CAPA ca-00040 has been initiated to address the broken guidewire issue, and the CAPA will identify the specific causes and corrective actions to be taken.

Event description:
Physician attempted to use a micro introducer kit during rfa treatment of patients great saphenous vein (gsv) & anterior accessory great saphenous vein (aagsv). The lumen was flushed prior to use. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. A guidewire was used for insertion of catheter. Tumescent infiltration was utilized. Hand compression was used. Physician accessed left below the knee gsv and as he was removing the dilator and wire, he noticed the microtip on the wire was missing. Physician scanned the leg with ultrasound and visualized the tip of the wire was partially in the vein and the remainder of the wire successfully came out of the body inside the sheath. Physician attempted to gain access to the wire tip but could not access the retained wire. All pieces are not accounted for. Procedure was completed with an rf catheter. The vein is reported to have closed. No additional treatment required. No patient injury reported.

Manufacturer narrative:
UDI related data quality updates only.

Event description:
Physician attempted to use a micro introducer kit during rfa treatment of patients great saphenous vein (gsv) & anterior accessory great saphenous vein (aagsv). The lumen was flushed prior to use. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. A guidewire was used for insertion of catheter. Tumescent infiltration was utilized. Hand compression was used. Physician accessed left below the knee gsv and as he was removing the dilator and wire, he noticed the microtip on the wire was missing. Physician scanned the leg with ultrasound and visualized the tip of the wire was partially in the vein and the remainder of the wire successfully came out of the body inside the sheath. Physician attempted to gain access to the wire tip but could not access the retained wire. All pieces are not accounted for. Procedure was completed with an rf catheter. The vein is reported to have closed. No additional treatment required. No patient injury reported.

Manufacturer narrative:
The complaint sample was returned for evaluation and is currently being investigated. A follow-up report will be provided following the completion of the investigation.